Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_ptm_prog, product type: programmer, patient.

Event description:
The consumer reported that the patient had been having problems with their right leg since (B)(6) 2016. The patient's implantable neurostimulator (ins) was put in the right side buttocks cheek and whenever the patient put the number high, their leg hurt and it felt like it was pushing the nerve. The patient was going to the bathroom every hour and was urinating more since (B)(6) 2016. The patient experienced a loss or change of therapy on (B)(6) 2016 and could not increase their stimulation any further. It was not helping. The patient's device was not working on (B)(6) 2016 and it had a signal "I" on it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.